Event description:
Eleven days post-deployment of an angio-seal device, pt was rehospitalized to an abcess. The lab culture showed a staph infection with 3 days growth. The physician determined that the infection was unrelated to the angio-seal device. During hospitalization, pt was treated with an ancef IV and keflex. There was no surgical intervention required. Pt was discharged in stable condition.